Event description:
A company representative, on behalf of a user facility, reported that during a guided flexible bronchoscopy biopsy of a left upper lobe lung nodule, the ultrasonic probe got stuck. There was coiling and kicking of the probe. Specifically, the component external to the guide catheter distally (within the patient) and proximally external to the bronchoscope (outside the patient). The coiling and kicking resulted in damage to the patient's lung and inability to remove the probe, guide sheath, and bronchoscope. The case was aborted after the event but required about 1.5 hours to remove the probe from the patient. The patient experienced a pneumothorax and required two urgently placed chest tubes. A CT scan showed interval development of a large pneumatocele from the coiled radial probe. The patient was also hospitalized as a result of the event. It was stated that there were no error messages while the event happened. Additionally, the physician inspected the devices before use and found no defects. There were no malfunctions of any device, and no damage on the scope. The guide sheath was kinked from the radial probe but was intact. It had no other deformity or damage that caused it to coil and kick. Additional information on the patient's outcome has been requested, but not received.